Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade IV.

Event description:
Healthcare professional reported deflation and capsular contracture baker grade IV. Healthcare professional later reported double bubble, painful, hardening and breast deformity. Healthcare professional later reported no rupture. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ migration: unable to observe as it is not related to the device. ¿ deflation: not observed openings during the analysis. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation and capsular contracture baker grade IV. Healthcare professional additionally reported double bubble, painful, hardening and breast deformity. Healthcare professional later reported no deflation. Device has been explanted and replaced.